Manufacturer narrative:
Additional information - d4 (UDI), d7a, d8, d9. Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were not able to be reviewed as the lot number was not made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Manufacturing evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report, if applicable.

Event description:
It was reported that there was an issue with the inserter shaft. During the spinal procedure, the surgeon was hammering the activl trial piece and a metal component of the handle broke. The handle had a 6mm spring inside of it. Unbeknownst to the surgeon the small spring fell into the patient. The surgery was then completed and incision closed. Before bringing the patient out of anesthesia, final x-rays were taken and the spring discovered. The patient was re-opened to retrieve the missing component. Concomitant parts: activl trial, activl inserter handle me245r, mallet fl066r.